Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.there have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Procedure: patient underwent primary tka (B)(6) 2017 and returned complaining of pain and inability to ambulate. Patient underwent revision for tibial loosening (B)(6) 2018. Indicated revised components were the femoral component and insert. Update 6/19/2018: as per phone call from revising surgeons' nurse, the tibial baseplate was loose and was revised along with the insert. The femoral component was well fixed and remained implanted.